Event description:
A nurse reported that during intraocular lens (iol) implant procedure, that lens had scratch or mark om optic and the lens was removed from the eye. Additional information has been received and stated that there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).